Event description:
It was reported that during a post implementation planning call, a customer stated that an ICU nurse had an amiodarone infusion that "mysteriously" stopped. The customer also reported that the patient may have experienced a stroke as a result of an air embolus. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer clarified that the "patient did not have a stroke due to amiodarone". They also later specified that the issue was due to user error.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an unexpected shutdown (amiodarone) was not determined because no products or device logs were returned.

Event description:
It was reported that during a post implementation planning call, a customer stated that an ICU nurse had an amiodarone infusion that "mysteriously" stopped. The customer also reported that the patient may have experienced a stroke as a result of an air embolus. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer clarified that the "patient did not have a stroke due to amiodarone". They also later specified that the issue was due to user error.

Manufacturer narrative:
Omit : (B)(6) - pumping stopped (1503). Correction : type of reportable events. Additional information : imdrf annex a code.